Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop inner pouch leaked no patient involvement.

Manufacturer narrative:
Device evaluation results: one cadd cassette reservoir was returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 24 inches, and under normal conditions of illumination. No abnormalities were observed. A syringe was used to infuse water into the ay bag. No leaks were observed. The customer reported product problem was not confirmed. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.